Event description:
It was reported that the catheter was "damaged" and it didn't "work". The purchasing department was handed the catheter with only this information. Follow up indicated that the catheter was already "damaged" when placed inside the patient; the balloon did not inflate during a thrombectomy of an av shunt. A new catheter was used and there were no patient complications reported.

Manufacturer narrative:
The catheter was received coiled in a circle and there was no package or syringe returned. The evaluation included a visual examination, and notation of any abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found ruptured in the central area between the windings but there is no indication of deterioration to the latex. Visual examination was unable to determine if any latex is missing. Both distal and proximal windings were found to be in good condition, there is no visible damage. A review of the manufacturing records indicated that the product met specifications upon release. The complaint of balloon damage was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As per the IFU, balloon ruptures and catheter separation as a result of excessive pull force applied to remove adherent material are most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. No actions will be taken at this time.